Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification, alongside random manual power ons, up to the 5th october 2014. An increase in voltage during this time suggests a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups mainly of 10 minutes in duration occurring between 5th-10th october 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time out recorded would suggest a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The fault was witnessed during investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. Suspect medical device - serial number was input incorrectly as (B)(4) on initial report and is now superceded by (B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.